Event description:
It was reported that the thumb pad had broken off and fell into the pt. The doctor was not able to find the loose piece. The pt was reported as doing well and was discharged from the hosp.